Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, universal surgical manipulator (usm1) was not responding intermittently. The customer replaced the instrument, reseated the sterile adapter, re-draped usm1, and power cycled the system with no success. Intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and found no related errors. The surgeon isolated the reported issue to the master tool manipulator left (mtml) on the surgeon side console (ssc). The surgeon elected not to troubleshoot further and decided to use another ssc for the procedure. Isi followed up with the initial reporter (nurse) and confirmed that the procedure was completed robotically using the second ssc with no injury to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse was able to replicate the reported complaint. Fse replaced the master tool manipulator (mtm) on the surgeon side console (ssc) because it was not performing matching grip and it was not able to calibrate. The system was tested and verified as ready for use. Isi received the mtm involved with this complaint and completed the device evaluation. Failure analysis investigation was able to reproduce the grip calibration failure on the unit during the calibration test via matlab program. During visual inspection, the lever magnet was not attached to the lever. The adhesive dissolved and it was stuck to the handle. Gimbal handle, and grip lever will be replaced as a fix. A review of the site's complaint history does not reveal any related complaints involving this product or this event. A review of the system log was conducted by isi technical support engineer (tse) and found no related errors. No image or procedure video was provided for review. This complaint is considered a reportable malfunction due to the following conclusion: system unavailability after start of a surgical procedure could lead to the procedure to be converted and may lead to an injury due to the patient¿s inability to tolerate a conversion. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.